Event description:
Health professional reported an alleged "leak" with a lap-band port. The surgeon noted that the "band was not holding fluid" and "deemed the port was leaking." A fluoroscopy and barium swallow was performed and that is when the surgeon found a "kink in the tubing." The port was removed and replaced.

Manufacturer narrative:
Taper unknown. (B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of fold in tubing as follows: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing.